Manufacturer narrative:
Telephone number is (B)(6). During percutaneous transluminal angioplasty (pta) of an unknown lesion with unknown lesion and vessel characteristics, a 10mm x 4cm 80cm powerflex pro pta catheter ruptured within nominal pressure when delivered to the lesion and inflated for an evt (endovascular therapy) case. After this, a stent (smart stent) was implanted. The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17017307 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event, as calcification and tortuosity may damage a balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During percutaneous transluminal angioplasty (pta) of an unknown lesion with unknown lesion and vessel characteristics, a 10mm4cm 80 length powerflex pro pta catheter ruptured within nominal pressure when delivered to the lesion and inflated for an evt case. After this, a stent (smart stent) was implanted. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally.  Additional procedural details were requested but are unknown.